Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (unable to charge a battery, overheating) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery. The cause for the failure was thermal damage to the battery board and a shorted q1 current-controlling transistor on the bedside pca. The shorted transistor was caused by the thermal damage. The root cause for thermal damage was a power surge as a result of a thunderstorm at the patient's home. No adverse event resulted from the defective battery charger/modem. Device evaluation of battery (B)(4) has been completed. The reported problem (damaged battery casing, overheating) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery had an open f1 fuse. Additionally, the battery connector was burned preventing communication with a charger. The root cause for the open fuse was excessive current caused by the thermal damage to charger (B)(4). The root cause for the burned connector was the thermal damage to charger (B)(4). No adverse event resulted from the defective battery. Device evaluation of battery (B)(4) has been completed. The reported problem (damaged battery casing, overheating) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery had an open f1 fuse. Additionally, the battery connector was burned preventing communication with a charger. The root cause for the open fuse was excessive current caused by the thermal damage to charger (B)(4). The root cause for the burned connector was the thermal damage to charger (B)(4). No adverse event resulted from the defective battery.

Event description:
A us distributor contacted zoll to report that a patient experienced a power surge at their home from a thunderstorm. As a result, the distributor returned battery charger/modem (B)(4) for overheating and reported the charger was unable to charge a battery. The distributor also returned battery (B)(4) and battery (B)(4) for overheating and reported the batteries had damaged casing.